Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 02.113.103, lot: 9667722, manufacturing site: (B)(4), release to warehouse date: 05.october 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal due to infection. The procedure was successfully completed with no surgical delay. The patient status is unknown. This is report 2 of 6 for (B)(4). This (B)(4) captures the infection postoperatively while this (B)(4) captures the screws that broke during removal intraoperatively.